Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted on (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the ER (emergency room) because they had syncope. It was found that there was far field r-wave (ffrw) oversensing observed on the current egm (electrogram) for the right atrial (ra) lead. It was also observed that there was high sensing integrity counter (sic) for the right ventricular (rv) lead. The ra lead and rv lead remain in use. No further patient complications have been reported as a result of this event.